Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. The pendant was found to be fully functional with no problem found. It was noted that the door open button had damages that did not affect functionality. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the pendant of the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect pendant has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A manufacturer representative reported that, while performing a planned maintenance (pm), the pendant buttons were unresponsive to prompts from the user. There was no patient present when this issue was identified. No additional information was provided.